Manufacturer narrative:
Per the tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level. The device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the cartridge was leaking at the patient line. Reportedly, customer filled after loading cartridge. Customer loaded a new cartridge to address the issue. Customer's blood glucose was 94 mg/dl.